Event description:
New information received noted that a re-occurrence of high capture threshold was noted on the lv lead. The physician elected to explant and replace the rv and lv leads. The patient condition was stable throughout.

Event description:
It was reported that patient presented for in clinic follow-up. Device interrogation revealed high capture threshold on the left ventricular (lv) lead. Additionally, the right ventricular (rv) lead exhibited loss of capture and decreased sensing. On (B)(6) 2025, an x-ray was performed noting that the lv lead appeared pulled back. Programming changes were performed to address the issue, and the patient will continue to be monitored. The patient condition was stable.